Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 464 mcg/day via an implantable pump for intrathecal spasticity. On 2018-sep-21, it was reported that multiple motor stalls and recoveries had occurred beginning on (B)(6) 2018. The patient's pump status/event log report noted that the latest motor stall had occurred on (B)(6) 2018 with no recovery. A "stopped pump period may exceed tube set" message was noted. It was confirmed that the patient had not recently had an MRI. It was noted that the patient was experiencing increased spasticity. No further complications were reported.